Event description:
It was found that the patient passed away per an online obituary. No additional relevant information was received to date. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.